Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was high. The customer had used insulin pens to address the bg level. The customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015 and was treated with an insulin drip. The customer was discharged the next day. Tandem technical support performed a system check using the current supplies on the pump and were found to function as intended.